Event description:
It was reported that the patient presented in clinic for a device exchange. Upon review, it was discovered the atrial lead exhibited noise leading to oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.